Manufacturer narrative:
Occupation: ccl manager. Additional initial reporter: (B)(6), charge nurse. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated fiber optic sensor failure alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer verified all cables and connections were secure. The customer was then assisted through substituting the transduced fluid lumen as the arterial waveform, but it was it was discovered that the lumen was clotted. The customer was unable to aspirate the line. The patient was on the transplant list so the team will not likely place an additional arterial line. It was explained how the console would function without it and the customer placed the console in semi-auto ECG trigger. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The optical cable and extracorporeal tubing were cut at approximately 4.3cm & 1.1cm respectively from the rear of the y-fitting. The cut sections were not returned. A catheter tubing kink was observed at approximately 75.4cm from the iab tip. An additional catheter tubing/inner lumen kink was observed at approximately 42.4cm from the iab tip and a 3rd catheter tubing/inner lumen kink, along with a fiber break was also observed at approximately 63.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected at a catheter tubing break site located at approximately 76.2cm from the iab tip and measuring 0.1cm in length. A 0.025" laboratory guidewire was inserted through the inner lumen and was found to be occluded with blood. Unable to clear occlusion. The optical fiber was found to be broken from a severe catheter tubing kink, along with an inner lumen occluded with blood. However, we are unable to determine when these failures may have occurred. The evaluation confirmed the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).